Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. B82479) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included anovlar (loestrin) and levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding,abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), urinary tract infection ("urinary tract infections"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder/urinary problems or changes") and urinary tract disorder ("bladder/urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, urinary tract infection and vulvovaginal pain had resolved and the vaginal haemorrhage, vaginal discharge, dysmenorrhoea, migraine, headache, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, urinary tract infections, migraines, headaches, vaginal discharge, weight gain, pelvic pain added. Concurrent condition,concomitant medication,reporters, events outcome,lab data,lot number added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. B82479) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included anovlar (loestrin), aripiprazole (abilify), levonorgestrel (mirena) and panadeine co (tylenol #3). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding,abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), urinary tract infection ("urinary tract infections"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder/urinary problems or changes") and urinary tract disorder ("bladder/urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, urinary tract infection and vulvovaginal pain had resolved and the vaginal haemorrhage, vaginal discharge, dysmenorrhoea, migraine, headache, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, vaginal haemorrhage and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.